Event description:
The customer reported that they received a pacer failure during shift check, and an error 90007 in the error logs.

Manufacturer narrative:
(B)(4). The customer reported that they received a pacer failure during shift check, and an error 90007 in the error logs. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.